Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulleys, between grips. The instrument passed the electric continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument had thermal damage on the pulley cover. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had charring on the jaws. There was no patient injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.